Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal hydromorphone 8 mg/ml at 3.6 mg/day and bupivacaine 15 mg/ml at 6.75 mg/day for non-malignant pain and failed back surgery syndrome. A motor stall was seen on initial interrogation and the patient recently had a MRI. The patient was in for a refill on the date of this report, but when the reporter read the pump she got an attention dialogue box stating tube set had occurred. The logs showed on (B)(6) 2016 a motor stall occurred and this was the date of the patient's MRI. The tube set occurred (B)(6) 2016. The MRI was not done due to a suspected problem with the device or therapy. A motor stall recovery occurred and it had not been less than two hours since the patient exited the MRI field. When the rep re-interrogated a second time the morning of (B)(6) 2016 the recovery was then noted for (B)(6) 2016. The motor stall had been resolved. The reporter was to follow up with the healthcare provider (hcp). The rep would call back if they saw a volume discrepancy which would indicate the pump was in a stall instead of in telemetry state. No symptoms were reported. The patient did not have a hcp and this hcp was only doing a onetime fill because the patient's old hcp had left.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.